Manufacturer narrative:
(B)(4). Concomitant medical products: 11-363661 - 36mm cocr mod hd -3mm - 038580. Therapy date: (B)(6) 2016. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent wright hip revision approximately 3 weeks post implantation due to periprosthetic fracture resulting after a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI # - (B)(4). Reported event was confirmed by review of patient's operative reports. Per the revision op notes, patient fell 18 days post op and a peri-prosthetic fracture was identified and was revised with orif. Identified medial fragment and 3 cables and sleeves to secure the fragment and then another cable distal to the fracture. No other findings and or complications were noted in this procedure. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was most likely due to the patient falling; however, the root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.